Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer did not specify if a detergent is used during the pre-cleaning process. During the manual cleaning process, the customer uses alkasime detergent and brushes the instrument channel and the suction cylinder. The customer uses tec care brushes, simple swab 5 mm and plunger brush double 5+11mm. The scope is manually disinfected with alkasime. The customer did not specify if an automated endoscope reprocessor (aer) treatment, is performed. The scope is stored in a simple cabinet without drying function. Olympus is not the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint: (B)(6). Gastroscope, serial number (B)(4).

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for> 100 colony forming units (cfus) of klebsiella aerogenes. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy port at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- insulation < threshold - charged coupled device cover lens --- chipped - bending section rubber glue ---separated - connecting tube ---protector --- shaved - scope cover --- cracked - key top 1 --- unclear indication - universal cord --- buckles - angulation --- less or specified value - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the user's reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Brushing steps are documented in "manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.